Manufacturer narrative:
The reason for this revision surgery was the patient's hip dislocated and the joint needed a larger head. The implant was in-vivo 1.6 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the 3rd complaint against this part. This complaint for a dislocation, a previous complaint for dislocation and one for pain. This is the first complaint against a part from this lot. This root cause for the hip dislocation was reported as trauma. The patient was performing lunges during therapy which resulted in a dislocation. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery: the patient needed a larger head due to their hip dislocating while doing lunges during therapy.